Event description:
Affiliate reported that a small piece of tungsten carbide has broken off from the tip. The user did not notice this until after surgery. The broken piece could not be retrieved. User concerned about the risk of leaving the broken part in pt's body after surgery.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eval of the instrument confirmed the complaint. A small piece of one of the tungsten carbide inserts has broken off. The breakage is at the corner of the distal end of the insert. High-powered magnification was used to examine the breakage area. Evidence of metallurgic defects, were not found on the breakage area of the carbide insert or elsewhere on the instrument. The exact manner in which the carbide insert broke could not be determined. However; normal use and/or servicing over a prolonged period of time can result in this type of damage. This instrument appears to be old (date manufactured not visible) possibly over 10 years old. Potential causes of the damage noted on the insert may have been introduced due to prolonged use, aggressive handling and/or improper sterilization processes. There were no other anomalies noted on this instrument. Based on the results no further action is required. Trends will be monitored for this and similar use. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.